Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the surface of the inserted part of the tracheal cannula changed by becoming rough and discolored within 1-2 weeks of use. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One portex® bivona® uncuffed tracheostomy tube was returned for analysis in a used condition. The trach tube was noted to have yellow spots on it upon visual examination. The tube was attempted to be cleaned with a paper towel and the brown substance was transferred to the towel. Relevant documents were reviewed and considered adequate. A review of the manufacturing process was conducted and found that all procedures are being carried out appropriate. The training was reviewed and it was confirmed that the personnel had the trainings up to date. Verification of 32 assemblies were reviewed to see the complete manufacturing process and to review the visual inspections for contaminations. The units are reviewed 100% for foreign matter. Based on the evidence, the most likely cause of contamination occurred once it left shm since manufacturing performs a 100% inspection of the device for contaminations in different parts of the process and quality performs an inspection on a representative sample of each lot.